Event description:
It was reported that the patient's pump had medication in it, but it was not working. The patient was scheduled for an MRI on (B)(6) 2013. The medication used within the system was unknown, and no symptoms were reported. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n141079001, implanted: (B)(6) 2008. Product type: catheter. (B)(4).